Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot# unknown, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with baclofen intrathecal and who resided in the (B)(6). Two attempts had been made to perform a dye test, and although it was certain that the cap (catheter access port) was being accessed, no fluid could be withdrawn. A CT (computed tomography) had been performed on (B)(6) 2015, and it looked as though the silicone bung in the catheter port was being pushed down by the needle and was effectively stopping "us withdraw." It was not clear whether or not this was contributing to the patient's problem, or if there was a secondary problem that was confounding the attempts to work out why the patient's pump wasn't as effective as it had been and the patient's therapy effectiveness has dropped. It was questioned what would be withdrawn from the cap if anything if the catheter and connector had become unattached and whether not this would affect the cap. It was also questioned as to whether there could be a small mass that would have developed at the end of the catheter tip which would prevent effective aspiration and prevent any csf back flow. On (B)(6) 2015, additional information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml) at a dose rate of 500 mcg/day. The type/manufacturer/lot number of the baclofen was not provided; however, it was thought that the type of baclofen used was likely lioresal. The medical history was reported as none. The concomitant medications could not be obtained and the indication for use not reported. The patient was not receiving as good of therapy has they had, and bolusing through the pump had been tried. The pump refills had been going fine and the correct volume had been found in the reservoir. However, the cap was unable to be accessed. The cap was looked at under MRI (magnetic resonance imaging) and CT, and it was confirmed that the needle was in the cap. The cap was accessed 2-3 times, but aspiration was not possible. Therefore, a contrast study couldn't be performed and injection of the volume of drug in the ascend a type catheter to the patient, as this would overdose the patient. The issue had not been resolved as of (B)(6) 2015. The patient was alive without injury. The current catheter had been implanted on (B)(6) 2015, and they wanted to check that all was "ok" with the catheter before organizing a catheter revision. The patient was anxious for an explanation. Additional information was requested including clarification of medications the patient was receiving via the pump, other medication (oral, etc.) The patient was receiving at the time of the event, pertinent medical history, catheter lot number, and outcome of the event. On (B)(6) 2015, the representative later reported that surgical intervention was to be performed. However, the surgical intervention had not taken place yet and they were still assessing what to do next. The lot number of the catheter remains unknown. Additional information was requested to verify the indications for use, the type of baclofen, and the outcome to date. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via company representative (rep) indicated they were planning to take the patient back to "theatre" hopefully in (B)(6) for exploration of the pocket and a potential catheter revision. The patient had not been dated yet. It was also reported it was thought the patient was not getting excellent therapy at the moment. The spasms were "ok, but not brilliant." The hca (healthcare assistant) was not sure whether it was the patient rather than the system. Should additional information be received a supplemental report will be filed.

Event description:
Additional information from the company representative indicated that the indication for use was spasticity. The baclofen was noted to be 'the normal licensed baclofen' that they always use. It was further noted that nothing had been done yet. Should additional information be received a supplemental report will be filed.